Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had power cable disconnected alarms although batteries were fully charged, and all connections were checked. In the past the battery clips were exchanged already, but the issue reoccurred. System controller was exchanged. No more alarms were noted so far.

Manufacturer narrative:
Section d6a: this field was inadvertently populated in the initial report; the device is not implanted. Section d9: date returned to manufacturer corrected section e2: corrected manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the log files; however, the reported event was unable to be reproduced during testing of the returned system controller. The log files contained approximately 2 days of data combined (B)(6) 2025 per the timestamp). The log files captured intermittent power cable disconnect and low voltage alarms that were not associated with true power cable disconnections or routine battery depletion from (B)(6) 2025 at 06:37:31 to 27may2025 at 09:32:04 due to the relative state of charge (rsoc) voltage fluctuating, causing the rsoc voltage to drop to as low as approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on both the white and black power leads. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. B) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. B) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. B) section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clip. Heartmate 3 patient handbook (rev. B) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Battery inspection data was reviewed for 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.